Event description:
Litigation papers allege subsequent to his surgery, patient has experienced and continues to experience increasing weakness in his left leg and increasing pain in and around his left hip implant which over time has become progressively worse. It is also alleged on or around (B)(6), 2010, patient was advised by his physician that x-rays indicated his left hip implant was a clinical failure. It is alleged patient is scheduled to be revised on (B)(6), 2012. It is further alleged patient is also at a substantially increased risk of the failure of his right asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Report states: patient had become infected with what was thought to be a (B)(6) infection. Surgeon stated that infection was due to a callous on patients foot that eventually traveled up into the hips. The acetabular cup had loosened and rotated on the left side. During the I d procedure, the components from the left side were removed. On the right side, it was noted that fluids seemed very cloudy and appeared infected. Right side components were well fixed and were left in. The I d procedure was done on the right side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege subsequent to his surgery, patient has experienced and continues to experience increasing weakness in his left leg and increasing pain in and around his left hip implant which over time has become progressively worse. It is also alleged on or around (B)(6) 2010, patient was advised by his physician that x-rays indicated his left hip implant was a clinical failure. It is alleged patient is scheduled to be revised on (B)(6) 2012. It is further alleged patient is also at a substantially increased risk of the failure of his right asr hip implant.